Event description:
The complainant reported in 2006, male patient came to the hospital with a gi bleed. The physician performed a colonoscopy, taking numerous bites throughout the 5 sections of the colon, using the radial jaw 4 biopsy forceps. One day later, the patient returned to the hospital septic with a white blood cell count of 23000 (treatment of the sepsis is unknown). The patient's status and condition is unknown.

Manufacturer narrative:
H4- user facility was unable to supply the correct lot number of the device used; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time.